Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Evidence of 3rd party parts and service was found, which contributed to the event. Based on the investigation details, the likely cause was problems with the output drive assembly, switches, and bearings, which were each replaced along with other components. Service will complete any necessary maintenance or repairs and then return the device to the customer.

Event description:
It was reported that the device began overheating during a cast removal. The cast was removed using the same device. There was no medical intervention required and no delay in the procedure. There was no adverse consequences reported as a result of this event.